Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-1588rt-2j, tightrope® ii rt, with deploying suture, during pcl reconstruction surgery, after attaching this product to the graft (st) and guiding it into the femoral bone tunnel, a side view image revealed that the button was floating. Attempts were made to adjust the loop, but it could not be adjusted. The graft was removed from the joint, and upon checking the condition of the product, it was found that the adjustment loop was not functioning even when the white thread was pulled to the left and right. This was detected during use in a pclr procedure on (B)(6) 2026. The procedure was completed successfully as a corrective measure, the product was removed from the graft, the product with the same part number was opened again, and it was reattached to the graft. The loop of the same product was shortened beforehand to minimize stress on the mechanism, and the graft was then guided and fixed into the femoral bone tunnel. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.